Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl.

Event description:
Physician reported "an event related to bia-alcl related to allergan macro textured implant. No bacterial growth detected." Health care professional later reported aspiration was performed due to "suspicious for bia-alcl¿ and cytopathology showed "cells are positives for cd30" and "alk-1." A "repeat sampling of peri-implant fluid" and found "strong positive staining with alk.. Cd-30" and concluded "breast implant related anaplastic large t-cell lymphoma." The device has been explanted. This represents the right side.